Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received unexpected restart alarm. The customer's blood glucose level 203mg/dl at the time of incident. Customer stated they received alarm even after battery change. The insulin pump will be returned for analysis.

Manufacturer narrative:
The device received with all operating currents within specification and passed self-test, unexpected restart error test and displacement test. No unexpected low battery, weak battery, battery out limit, failed battery test alarms or unexpected restart error alarm noted during testing.